Event description:
Customer reported an issue with the panorama central station lcd display emitted smoke. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system. An issue was identified with the system's display. Corrections included replacements of the system's lcd panel plus touch screen. System was calibrated and safety tested to factory's specs.